Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had not been receiving any cgm readings for over 3 hours, therefore, she tested her bg meter reading, which was 121 mg/dl. The patient then laid down to sleep. At some point, the patient¿s son checked on her and she had lost consciousness. The patient¿s son took her bg meter reading, which was 14 mg/dl. The patient¿s son treated her with 2 tubes of glucose gel, glucose tablets, and coke. The patient recovered at home after treatment. There was no information of the patient seeking assistance from a higher level of care. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. The root cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.